Event description:
Capsular contracture, baker grade 4, side unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: a1, a2, a3, b3, b5, d4, d6a, h4.

Event description:
Left-side capsular contracture, baker grade 4.